Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was initially placed with acceptable measurements, however, the physician hoped that the r wave measurement would improve after a few minutes. Following the successful implant of the right atrial (ra) lead, the rv lead was checked once more, and the r wave measurement had not improved. As a result, the rv lead was repositioned in order to obtain better r wave measurements. However, the lead thresholds increased, and exhibited a loss of capture at maximum outputs. Further attempts at repositioning failed to improve the thresholds and capture, without success. Finally, it became progressively more difficult to insert the stylet, as did the extension and retraction of the helix. The lead was removed, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated apparent implant damage. The analyst noted the helix did not extend and the stylet did not insert due to distal conductor distortion in connector due to over-rotation (spin). If information is provided in the future, a supplemental report will be issued.